Event description:
It was reported that the fiber tip was damaged at 30,838 joules during a prostate procedure; second fiber was damaged at 140,894 joules and the fiber cap was found to be detached. There was no report of any part of the device remaining inside the patient. The procedure was completed with a third fiber. No patient injury was reported. This report is for the second fiber.

Manufacturer narrative:
The manufacturer assigned model number 0010-2093 is designated for (B)(4) distribution. This report is being submitted as the model 0010-2093 is identical in design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (k062719). Fiber analysis: the fiber cap was found to be detached; fiber was broken proximal to glue zone. The fiber cap was not returned by the customer. The fiber/cap conditions would result in forward firing. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. (B)(4).